Manufacturer narrative:
A visual examination of the returned device noted the presence of residue indicating use/handling. All seven bands were present on the ligator head. The ligator head teeth was slightly damaged. The suture was still intact and still attached to the ligator head and the trip wire loop. The trip wire was cut approximately 91 cm from the distal end, likely by the user while removing the system from the endoscope. The proximal loop of the trip wire was found retracted into the handle. There was no evidence present indicating that the trip wire had been secured in the handle assembly slot during use. Functional evaluation of the handle was performed and no issue was noted. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy. Reportedly, there was no issue with setting-up the device and the handle was able to turn without any difficulty. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy. Reportedly, there was no issue with setting-up the device and the handle was able to turn without any difficulty. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.